Event description:
During a ptca treatment procedure involving a 90% stenotic lesion in a tortuous segment of the distal circumflex artery, the maverick2 balloon ruptured at 8 atm's on the second inflation. It is noted that the maverick2 balloon was passed through the cell of a previously placed stent (details unk) to reach the lesion requiring treatment. The pt was asymptomatic with this event. The introducer sheath size and type of inflation device used are unk. A goodman tvg guidewire and a 6f mach 1 guide catheter were used in the procedure. The maverick2 balloon was removed and no pt injuries or procedural complications were reported. Pt status is reported as 'good'.